Event description:
It was reported that the ventilator had an error code indicating proximal pressure sensor auto zero failed. The issue occurred during set up with no delay noted. The customer was provided with part number for the solenoid valves. The investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding the repair and operational status with no response from the reporter and, therefore, cannot be determined. A supplemental report will be submitted if new information is later obtained.